Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2018 during an upgrade to dual chamber ICD. The ra lead had normal testing numbers but when ra and rv leads were rechecked again the ra lead was noticed to have low impedance with no sensing or capture. The physician noticed that the lead appeared to be damaged and was unsure exactly what happened. The physician capped and replaced the ra lead. The patient did well during the procedure and post check the following morning were good.